Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Event description:
The lead was later explanted and returned for analysis.

Manufacturer narrative:
This product is currently undergoing detailed analysis. This event will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted setscrew marks on the is-1 terminal pin, and the distal and proximal hv terminal pins. There were no discernable setscrew marks noted on the is-1 ring. A superficial cut was noted 243 to 248 millimeters (mm) from the terminal pin, along with a cut in the suture sleeve. Bodily fluid was noted in the helix housing. Resistance and pressure tests were completed to assess the electrical performance and insulation integrity of the lead. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
Boston scientific received information that this transvenous defibrillation lead exhibited oversensing of atrial activity, resulting in inhibition of pacing for greater than 2 seconds. The patient had symptoms of lightheadedness, but did not pass out. The right ventricular (rv) sensitivity was decreased, which corrected the oversensing. Other programming options were questioned. Technical services (ts) discussed the location of the rv lead. It was later questioned why bi-ventricular trigger pacing did not pace during the oversensing events. It was noted that a non-invasive programmed stimulation (nips) procedure would be done the next day. Ts discussed programming options. No other adverse patient effects were reported.

Event description:
Additional information was provided that a nips was performed at the new sensitivity setting, and vf detection was appropriate with no undersensing noted. The physician therefore decided to leave the rv sensitivity at the new setting where no oversensing of p waves occurred. No other intervention or programming was planned for this patient. No adverse patient effects were reported.